Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued a red alert in the remote monitoring system for a high, out-of-range shock impedance measurements of 125 ohms. Device is emitting tones. A technical service consultant (t/s) reviewed the data, and suggested reprograming device to increase alert for out of range impedance measurements from 125 ohms to 150 ohms. T/s recommended at the patients next follow up appointment to perform lead integrity testing and a 1.1 j r-wave synchronous shock delivery. If this shows in range impedance, deliver a 41 j sync test shock. If one of these show an out of range impedance measurement, recommended lead replacement. The device and lead remains implanted and in service. No adverse patient effects were reported. Additional information was received stating that the physician is following patient closely with the home monitoring equipment.